Event description:
Customer reported that on the evening of day of surgery for a revision hemilaminectomy l2-3 right (back), the patient was bleeding heavily from the surgical site into and around the jp drain. Then the patient suddenly had minimal drainage output. Dr. Ordered stripping drain tubing. When this was done the tubing snapped easily with minimal pressure to tubing. This then required a return to the operating room. Under anesthesia, a hematoma was evacuated, the wound was washed out, and two new surgical drains were placed. The patient fully recovered.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Manufacturer narrative:
Lot 1250349 was manufactured on 04/14/25. Visual inspection and pull test were conducted on the drains within this lot and and the drains passed the established acceptance criteria. A sample was received for investigation. Visual and microscopic inspection was conducted and breakage in the non-perforated area was observed. No manufacturing issues were identified for this work order. There was no evidence of excessive force or abnormal handling observed on the returned sample. The root cause cannot be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
Correction report being filed against MDR 1423537-2025-00416, follow-up 1. H1 had been inadvertently marked as malfunction. H1 has been corrected to a serious injury. No other changes to the report are required.